Event description:
It was reported that the user experienced recurrent low blood glucose events, with a low blood sugar of 39 mg/dl particularly in the morning, and was advised by a trainer to perform a factory reset; customer care subsequently walked the user through the reset and provided operating guidance, including using the usual meal button and announcing meals four hours apart. Symptoms included hypoglycemia. Outcomes included user concern and frustration with ongoing lows, without hospitalization. Investigation included review of device data indicating multiple daily lows and guided troubleshooting with a factory reset and user education. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hypoglycemia, with troubleshooting actions implemented to stabilize therapy. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.